Manufacturer narrative:
Device 1 of 3. Device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specs and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR report # 1627487-2010-0815. Reference MFR report # 1627487-2010-00951. The pt received her scs system consisting of an ipg, four percutaneous leads, and two lead extensions on (B)(6) 2007. It was reported that during a lead revision, the extension would not fully insert into the ipg port. It was reported that the physician discovered a terminal contact of the extension had broken off in the ipg header. Both the extension and the ipg were explanted on (B)(6) 2008. The lot number for the explanted extension was not noted, so both from the implanted system area included in this report. Follow-up on the pt found that no further issues have been reported. The explanted devices were not returned to ans for eval. No further info is available.